Event description:
It was reported that approximately 90 minutes into a da vinci si hysterectomy procedure, while dissecting the patient's lymph nodes and using the monopolar curved scissors instrument with the tip cover accessory installed, the site observed arcing to the patient's bowel. No repair was required and the planned surgical procedure continued. The monopolar curved scissors instrument was removed and the tip cover accessory was replaced. No patient harm or adverse outcome was reported. The following medwatch report was submitted to the FDA in relation to this event: MFR report 2955842-2011-00167

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Engineering observed various mechanical tears and holes burned through the silicone. The silicone exhibits localized melting around the hole, indicative of arcing. The hole sizes are approximately .010 inches in diameter and are located from .060 inches to .210 inches above the silicone to sleeve interface. The tip cover also has various mechanical tears in the general vicinity of the holes and a long tear at the distal tip.